Manufacturer narrative:
The baxter technician found the CPR solenoid valve being clogged. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on february 13, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR solenoid valve to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that totalcare bed CPR function was not able to be activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter is in the process of inspecting the totalcare bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that totalcare bed CPR function was not able to be activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.